Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: neu_adhesive_acc, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the procedure was painful. It was noted that they were still out of it when they first got done with the procedure, and when they turned up the stimulation it hurt, and they felt it, but they turned it back down. It was noted that they were not feeling stim on the call. The next day the patient reported that it itched where the tape was on the leads; they had taken a pain pill to sleep the night before, due to the itching. On (B)(6) 2019 the patient stated that they felt that one of the probes may have moved, and they had an increase in their voids in the last 24 hours. It was recommended that they follow up with their healthcare provider and it was then noted that they would be seeing them on monday. No further patient complications are anticipated or expected as a result of this event.